Event description:
It was reported by the patient that they want the "defective lead replaced." The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported by the patient that they want the "defective lead replaced." The lead remains in use. No patient complications have been reported as a result of this event. (B)(6) 2012, it has been further reported that the lead showed high impedance measurements and triggered a patient alert. The lead has been explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The lead was returned in segments, analyzed and the distal conductor fractured. It was noted that the defibrillation conductor was fractured, there was blood/body fluid on the outer tubing overlay, the outer insulation was kinked/buckled, outer tubing overlay melted, outer tubing overlay cosmetic environmental stress cracking, the outer tubing overlay was breached cut, the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance 4 - patient alerts for out of tolerance subthreshold lead impedance between (B)(4) 2012 15:00:08 and (B)(4) 2012 09:00:08. Weekly hv-lead impedance trend data shows an abrupt increase for min and max svc defib impedance = 61 to 254 ohms peak between (B)(4) 2012 and (B)(4) 2012.